Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with a complete supply change for the ilet system and dexcom g7 and successfully replaced the contact/detach 23"-6 mm infusion set; after the change, the user experienced elevated blood glucose and was advised to confirm with a blood glucose meter and allow the ilet to correct, after which glucose returned to the target range. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia without alerts, alarms, emergency care, or hospitalization. Investigation included troubleshooting and education over the phone. Investigation of this case revealed no device alarms or functional malfunctions, and no specific device component issue was identified; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.